Manufacturer narrative:
The returned device was evaluated. During the evaluation, the unit was able to power up on using only ac power. Internal inspection reveals a fuse was open, therefore the system was unable to obtain power from the battery and the battery was unable to charge. A service history record review reveals that this unit was in the field for over 4 yrs. W/no previous reported issues related to this reported event.

Event description:
It was reported that the device will not work on dc power. The customer replaced the batteries twice, but that did not help. The unit will engage in patient monitoring. The unit does not alarm when ac power is interrupted. It just turns off instantly when unplugged. No known impact or consequence to patient.